Event description:
It was reported the patient stopped charging the ipg due to an increase recharge burden. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was reportedly restored postoperatively.